Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue.  Physio then replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device does not have any voice prompts when the on/off button is pressed and the device lid is opened. Without voice prompts, the device use would not be able to use the device. There was no patient use associated with the reported issue.